Event description:
It was reported that the cartridge was leaking from the "bottom of cartridge where fill rod/pump attaches". There was no adverse impact on the customer¿s blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy.